Event description:
Information was received indicating that beeping was noted after the smiths medical cadd cassette reservoir run for two hours. It was also reported that a piece of plastic (yellow in color) was noted. Subsequently, another cassette was used with no issues. No adverse effects were reported.